Event description:
This is the first of two reports (same patient, same surgery, different screw size). This report is in regards to the 32mm screw. It was reported that the screw snapped as the surgeon was making the final adjustment; snapped at the very end. The screw was left in the patient. There was no patient injury and no delay in surgery. Additional info was requested and the following was provided on (B)(6) 2015 and (B)(6) 2015 by the distributor. On (B)(6) 2015, the surgeon was making the final adjustment on both of the screws when they broke. The 35mm screw cracked in the center of the head and stayed together. The screw was already seated but after a view under the fluoroscopy, the surgeon went to tighten it a little more when a loud crack was heard. Implant location was left calcaneus. Patient age and pre-operative diagnosis were not provided. Lot number for the screws were not available since the set was hosp owned. Patient outcome/current condition was reported as "good".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.